Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 with hypoglycemia. The patient's blood glucose levels dropped to 3.0 mmol/l (54 mg/dl) while wearing the pod on the arm between 37 and 48 hours. The patient received several 10-unit boluses via manual administration using the controller and reportedly does not recall initiating these doses. Symptoms reported include nausea and drowsiness. The patient attempted to self-treat hypoglycemia with jelly beans. The patient¿s daughter called emergency services while driving to the hospital and the patient had a loss of consciousness. Upon paramedic¿s arrival they administered oral glucose after failed intravenous access. During hospitalization, the patient was monitored with hourly glucose checks, temporary intravenous fluids, and pod replacement. The patient was sent home on (B)(6) 2026.